Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301101 arcos proximal body 672680, unknown head unknown part and lot, unknown cup unknown part and lot, unknown liner unknown part and lot. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02123.

Event description:
It was reported that patient underwent a hip revision approximately 8 months post implantation due to infection. During the procedure, the stem was noted to be loose and easily removed. Attempts have been made and additional information on the reported event is unavailable at this time.